Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that had experienced high blood glucose of 451 mg/dl. No form of treatment for high blood glucose was mentioned by the customer. Customer stated that her blood glucose was high and had an issue with infusion set cannula being bent. Customer declined troubleshooting for high blood glucose. Insulin pump is not expected to return for analysis. Replacement infusion set will be sent and is expected to return.